Manufacturer narrative:
The affected product was not returned for investigation and the root cause cannot be determined. Based on statistical evaluation, there is no indication for any device related failure. The complaint is added to the complaint trend.

Event description:
About 1mm of the drill bit broke off in the patient's mandible. It was orif bilateral mandible case.